Manufacturer narrative:
D9 - date returned to mfg:22-dec-2025 h3: one used product and video were returned for evaluation. Visual inspection identified no damage or anomalies. Functional testing was performed where the returned extension set was reconnected and 10ml of priming was performed. Neither leaks nor pump alarms were observed. Both customer issues of leaking and causes pump to alarm were neither confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the line was leaking after pump was beeping. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown; no lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.